Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a stoppage of the stimulation along with the appearance of error code 574. The patient experienced a resumption of pain. The patient told the doctor that a few days before the stoppage of therapy, the patient carried a heavy load. An impedance measurement and reprogramming were performed. A session report was provided which showed that all pairs including electrode 13 had high impedance greater than 10000 ohms. All other pairs had impedance within normal range. Electrode 13 was not used to deliver stimulation. The session report also showed a therapy unavailable status on (B)(6) 2022 and (B)(6) 2022. The reprogramming of the ins eliminated the error code, and they were able to find stimulation that worked for the patient. The issue was resolved. No surgical intervention occurred or was planned. The patient was alive with no injury. The issue occurred during normal use.